Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon could not get the constrainment ring to seat. Therefore, the surgeon removed the it, reduced the hip, and finished the surgery.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Review of the device history records for the reported device identified no deviations or anomalies. A complaint history search for part and lot combination for longevity constrained liner identified no other complaint for this device for the same or similar issue. Compatibility cannot be checked due to insufficient information. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.